Event description:
It was reported the device failed micro test three (3) times. The issue found during reprocessing. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The device micro test results were provided: 05/05/23- results aerobic microbial culture growth of >100 colonies rapid growing atypical mycobacteria in progress - noted "result to follow". 4/28/23- results- aerobic microbial culture growth of >100 colonies rapid growing atypical mycobacteria not detected. 4/17/23- results- aerobic microbial culture growth of >100 colonies rapid growing atypical mycobacteria in progress -noted "result to follow". Device was returned to olympus service center . The customer has advised and as stated in section b5, device has failed microbiological testing, noted and requested work/repair to be completed in order to increase the chance that, following processing according to genca guidelines, a passing microbiological test regime achieved. Service repair then performed inspection noted the reported issue was not able to reproduced and was not confirmed. Furthermore, the following findings were identified: distal end insulation test has failed. Bending angle does not meet specification . Insertion tube has buckles, coating peel-off or stickiness . Light guide lens is chipped or cracked. Eto port pin has a loose connection. Universal cord is buckled or wrinkled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.